Event description:
It was reported that upon interrogation, the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was reproducible with arm movements. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.